Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated pairing failures between a dexcom g7 sensor and the ilet, while the dexcom mobile app continued to display glucose readings, and the user ultimately proceeded with pairing a different sensor after guided troubleshooting including device restart and confirmation of sensor warmup. Symptoms included no patient-reported adverse events and no impact to blood glucose control. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting, device restart, re-entry of the pairing code, verification of firmware status, and confirmation of sensor warmup. Investigation of this case revealed a pairing connectivity issue limited to the ilet interface with an otherwise functioning dexcom g7 sensor, consistent with intermittent communication failure without hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption of undetermined origin.